Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer froze "by the white screen" when powered on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the device locked up with a white screen when powered on. After more than 30 minutes the screen changed to an error. As a result the hard drive was reimaged and the software was reloaded. It was also noted that the hard drive was out of specification and the fan was noisy.